Event description:
It was reported the patient experienced no stimulation sensation, a return of symptoms and used her catheter to help urinate. It was stated the implantable neurostimulator (ins) was on, with program two at 1.2 volts. The caller increased stimulation to 1.4 volts and felt stimulation. Reportedly when the patient left the hospital stimulation was at 1.5 volts and she was getting a relief of symptoms. It was also noted the patient had a tearing and burning feeling at the ins site. The caller was redirected to their healthcare provider. Additional information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. Appointments of (B)(6) 2013 were noted. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0938w, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).